Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name: (B)(6). Full phone number is (B)(6). H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The history log was reviewed and found that the pump was programmed with a pca lockout of 5 minutes. The dose was set at 260 mcg with a 4 hour limit of 2860 mcg. This means that the patient could give himself a bolus 11 times per hour (or in 4 hours) until the limit is reached. In this case the patient gave themselves a dose every 15-20 minutes. The customer's problem was not confirmed. The device worked properly and as it was programmed. The investigation stated the problem to be a user issue. No further action will be taken.

Event description:
It was reported that the customer had programmed the pump in pca mode with a dmc of a certain dosage. Normally, the patient could only make 7 boluses per 4-hour period with the programmed dmc. However, it had been noticed that the patient managed to exceed the number of boluses allowed, resulting in 113 attempts and 105 boluses received in 24 hours. The history had been reset to zero. The patient required emergency hospitalization. The event is still ongoing, as the patient is currently hospitalized for investigation and analgesic reevaluation. In a follow up the reporter stated the patient was hospitalized and seems to be doing well. No additional information has been provided to date on the specific adverse effects as a result of the exceeded boluses.